Event description:
Customer reported that the insulin pump returned two different error alarms. Customer also reported that his blood glucose level had been rising throughout the day of the call. Blood glucose level was 595 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, and self tests. However, the pump had an unexpected motor noise due to a faulty motor. No alarms were noted. The pump also had minor scratches on the lcd window, a cracked reservoir tube, a scratched reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label, and a stained end cap sticker.